Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during the procedure, the needle was placed in fat layer near the aorta. Once releasing the needle from the needle holder, the surgeon attempted to continue to stitch, however, the needle was gone leaving the thread. An x-ray was performed and the needle was retrieved from the cavity. No injury on a patient and last patient's status is good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned product. The visual inspection of the product noted one suture and two needles. A tactile and microscopic examination of the sutures revealed no signs of material or assembly process damage. From the opened product, one of needles was received without the suture and appeared to have disengaged from the suture under tension. It was observed, under magnification, normal needle crimp and swage marks were observed. The second needle was still attached to the suture. It was observed, under magnification, that the suture appeared to have split under tension. The returned product as received by medtronic was found not to meet medtronic quality release specifications after application in the clinical setting, and due to the received detached needle and broken suture, the reported condition was confirmed. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Unfortunately because no sealed products were received, a needle attachment test could not be performed. Should new information become available, the file will be re-opened.